Event description:
According to the distributor's report, a physician applied a sample device to a laceration under a family member's eye. During application, the adhesive contacted the pt's eye and glued it shut. The physician was instructed to use opthalmic ointment to help open the eye. The eye did not open with opthalmic ointment, and the pt was referred to an opthalmologist, who opened the eye.